Manufacturer narrative:
Date sent to the FDA: 10/02/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the applicator reveals a glass shard that protruded in the butyrate tube. The glass shard is observed coming out of the butyrate tube.

Event description:
It was reported that a patient underwent an unknown procedure and topical skin adhesive was used. During use, the surgeon pressed the ampoule of the device and glass shards came through. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.